Event description:
Additional information was received and the end user reports that his stoma has become oval and is now flatter than it was previously. He reports that it is flush to "inverted" at times. He also states that there is a white discolored ridge of tissue that sometimes bleeds to the right of the stoma that is approximately two ¿ three inches long and protrudes approximately 3/8 of an inch that developed when the stoma changed shape and level of protrusion. It is now his belief that this is caused by the moldable convex wafer opening being off center. The end user states that this occurred "at the beginning of the year" meaning this year as he reports he started using the moldable convex wafer in (B)(6)2019 . Also note that the consumer has a grapefruit-sized parastomal hernia. Consumer has not yet seen physician or health care provider for this injury. He advised when asked about the previous call in march that he did not link the two issues previously. He previously informed that he does not see any visible injury to the skin or stoma. His stoma is forty-five millimeters, so he has been molding the opening to the maximum size. The end user was encouraged follow up with his physician. Discussion with the consumer regarding the risks of convexity with a hernia and urged him to use a more flexible system. He has been provided product samples and sampling of a wafer with a larger overall opening, as he was advised not to use off-centered wafers.

Manufacturer narrative:
To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092. Manufacturing site: 9618003.

Manufacturer narrative:
Device 1 of 20. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user visually inspected all wafers and confirmed that in 20 wafers from 2 market units with same lot number, the starter hole was off centered. He had used 2 out of 10 wafers from 1 market unit and had not used any from the second market unit. His usual wear time was 3 days. No photo is available at this time.